Event description:
It was reported that the implants were taken out of freezer. Nurse handed smart toe onto field. Surgical tech placed clamp on implant and pulled it out of blue plastic protector. The implant was at an offset angled. Surgeon did not feel comfortable implanting it and used a k-wire.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could be confirmed, since the returned device matches the reported failure. The device is in good looking conditions and is not broken. However, there is a mark indicating force was applied on it and the eye is a bit bent. Based on the investigation results it can be concluded that the slight deformation of the implant occurred during unloading out of the holder. The implants are out of nitinol, a shape memory metal. Nitinol is a highly flexible metal, which can be deformed and which again gains a trained shape at a certain temperature. For implants, the body temperature recovers the originally trained shape. The shape of the implants is created mainly by laser cutting. After gaining the initial shape, the products are 'trained' to again gain the shape at the body temperature. After that the products are mechanically deformed into the implantation shape, which is narrow in order to get implanted. At the hospital the products are frozen to retain the implantation shape until they are implanted. With the warm up process to the body temperature, the implant unfolds and gets anchored in the bone structure. Every deformation after the shape training process will be reversed, unless no high deformation occurred. Based on the investigation, this case could be classified as user-related. The deformation was most probably done during removal of implant from the holder. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Please note that the current op tech reads: a workshop training is recommended prior to first surgery. Use the forceps ((B)(4)) to remove the smart toe from its support. The implant has to be stored under 0°c (32°f) for a minimum of 2 hours before implantation. The implant has to be taken out of the freezer only after site preparation is complete and ready for implantation. The implant is designed to recover its shape progressively after implantation, to adapt its opening to patient anatomy. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that the implants were taken out of freezer. Nurse handed smart toe onto field. Surgical tech placed clamp on implant and pulled it out of blue plastic protector. The implant was at an offset angled. Surgeon did not feel comfortable implanting it and used a k-wire.